Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, the surgeon noticed that the suture that had been used just 3 weeks ago had already began to absorb. The surgeon felt like the suture was absorbing prematurely. Surgeon continued the case by using other suture. No patient injury.